Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Health professional reported explantation and replacement of a lap-band due to an alleged "band slippage." Health professional has declined to provide any additional info at this time.